Event description:
It was reported that the pump battery was depleting quickly as well as the battery gauge does not always "accurately display the correct power remaining". Additionally, it was reported that the touchscreen was intermittently unresponsive. Customer declined follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.